Event description:
It was reported that during the index procedure on (B)(6) 2011, a non-abbott stent was implanted in the ramus artery. The patient was discharged the same day with aspirin and prasugrel prescribed. On (B)(6) 2011, 181 days post index procedure, the patient was diagnosed with non-st elevation myocardial infarction and was referred for cardiac catheterization. Angiography revealed in-stent restenosis of the non-abbott stent in the ramus artery. The ramus artery was treated with pre-dilatation and deployment of a 2.25x18 promus stent, overlapping the proximal segment of the non-abbott stent. Repeat injection revealed excellent dilatation of the stenotic segment with 0% residual stenosis. The patient was discharged on (B)(6) 2011 with aspirin and prasugrel prescribed. On (B)(6) 2011, electrocardiogram demonstrated st-segment elevation. The patient was diagnosed with acute anterior myocardial infarction. The patient was given aspirin, sublingual nitroglycerin and developed hypotension. The patient received epinephrine that elevated blood pressure and increased the heart rate. The patient had a brief tachyarrhythmia and then over the following hour had a steady bradycardia and increasing hypotension. The patient was given IV fluids and external pacemaker was placed. Dopamine drip was started for hypotension. The patient was noted be pulseless and apneic with patent ductus arteriosus. On (B)(6) 2011, the patient died due to an unknown cause. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. There was no reported product deficiency. The reported arrhythmia, death, hypotension and myocardial infarction are listed in the promus instructions for use (IFU) as known adverse events associated with coronary stenting. It should be noted that the IFU states that the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.25 mm to 4.25 mm. The reported IFU deviation does not appear to have directly caused or contributed to the reported patient effect(s) that occurred after the index procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4).